Manufacturer narrative:
The device was returned for evaluation. A DHR review cannot be performed at this time as the serial number provided (B)(6) does not appear to be a valid integra serial number. No other lot or serial number was provided during the complaint investigation. The investigation of the returned device showed that the unit received with the teeth are worn on the swivel sleeve. The nylon washers and the retaining rings are worn. The reported complaint is confirmed from the evaluation. This will affect the intended use of the device and is likely caused by improper handling of the device. Periodic preventive maintenance and cleaning is required and highly recommended. The definite root cause cannot be reliably determined.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the starburst teeth of the a1018 mayfield swivel adaptor were worn and it did not swivel or turn in place correctly. The device was over 7.5 years old. There was no known patient involvement or delay in surgery.